Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 01-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 18-jan-2018 with the following findings: during investigation, the keypad rubber was thinning at the bottom of the keypad, with no tearing or peeling. All keypad buttons were discolored. The contrast, up arrow, and down arrow keypad buttons were responsive to user input. The ok keypad button was hypersensitive. The keypad was removed to find a cracked ok button contact. No contamination was found under the button contacts.